Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer sometimes uses the same supplies for over 3 days on the mobi pump, which is considered off label use. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.